Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: hyperion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and 90% stenosed de novo distal right coronary artery. A 3.0 x 15 mm trek was being used for pre-dilatation when it ruptured during the first inflation at 6 atmospheres. A 3.0 x 15 mm nc trek was successfully used for pre-dilatation and a xience xpedition stent was implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.